Manufacturer narrative:
(B)(4) initial report. This report is being submitted as an initial now as it was erroneously submitted as a follow-up in error. Additional information including, patient medical history, post primary and pre revision x-rays and the reason for revision, have been requested in order to progress with this investigation. If these details are received the information will be provided in a supplemental report upon completion of the investigation. Device manufacturing records were retrieved and reviewed and it was found that the parts associated with this report conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to thos placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 10 years. The reason for the revision is unknown.